Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection could not verify the reported condition. The device was gravity flow tested and the sample¿s analysis revealed a hole approximately 2mm on the tubing. The cause was related to a manufacturing issue. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked from the tubing segment that is loaded into the pump. This malfunction occurred during infusion. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.